Manufacturer narrative:
Tibial subsidence was reported. Patient was revised to an off the shelf knee implant system. Review of the device history record indicates the device was manufactured to specification.

Event description:
Tibial subsidence was reported. Patient was revised to an off the shelf knee implant system.